Event description:
In 2008, the pt reported there is a large black splotch behind the display of her insulin infusion device. She stated the screen appears to be changing colors. She said the device has not been dropped or exposed to water. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for evaluation.